Event description:
During a revision surgery the tip of the extractor broke off after being placed in the screw to be extracted. Torque applied to the device was reported to be excessive causing the failure. The broken portion of the device was removed with the screw. Surgeon had to over-drill the screw in order to remove it. A delay of one hour took place to complete the procedure due to not having a backup device. No pt injury or complications resulted from this incident.